Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's charger was continuously beeping over the ipg. It was determined that the ipg was too deep which made it difficult for the patient to charge. The patient underwent an ipg replacement procedure. The physician did not know if the ipg had malfunctioned or not. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed. The complaint was not confirmed. Upon receiving, the device was completely depleted. The device was charged in one charge cycle, and linked to a test remote control, and the battery measured 4.03 volts. This result attested that the device was capable of being charged fully under a proper charging method. However, the device database showed frequent interrupts and low charge current which was the typical symptoms caused by ipg shifting or changes in depth. The source of the reported charging anomaly (charger would not stop beeping and unable to charge) was due to patient¿s ipg being too deep, as stated in the reported complaint. The device passed the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient's charger was continuously beeping over the ipg. It was determined that the ipg was too deep which made it difficult for the patient to charge. The patient underwent an ipg replacement procedure. The physician did not know if the ipg had malfunctioned or not. The patient was reportedly doing well postoperatively.